Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the rca. Approximately 34 months later the patient suffered a stroke. Event treated with hospitalization and antibiotics, fluids. Patient recovered. The investigator assessed the event as not related to the device and unlikely related to the anti-platelet medication.